Manufacturer narrative:
Eval code method: removed 4118 and updated to 10. Eval code-result: removed 3233 and updated to 3252. Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The handle of the dcs was intact. The deployment knob appeared to retract and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs, so analysis could not be performed on the valve. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a 34-millimeter (mm) transcatheter bioprosthetic valve, the valve load was confirmed with fluoroscopic check on a 16fr delivery catheter system (dcs). Via the right femoral access site, there was no difficulty with insertion. The right external iliac artery was slightly tortuous but was straightened with a wire. The valve was partially deployed and recaptured three times due to a high implant position. On the third recapture, a separation was noted in the capsule and the valve could not be fully covered. The dcs and valve were withdrawn over the wire and a 20fr sheath was inserted. Subsequently, a second 34mm transcatheter bioprosthetic valve was loaded onto a new 16fr dcs and successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record for the delivery catheter system (dcs) batch was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured due to high implant position. Recapturing is a feature of the device that allows for a dditional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that right external iliac artery was slightly tortuous. A definitive root cause for the positioning difficulty cannot be confirmed with the limited information available. Positioning difficulties do not typically indicate a device manufacturing issue. It was then reported that on the third recapture, a separation was noted in the capsule and the valve could not be fully covered. The device was returned for analysis. The valve was received loaded in the capsule of the delivery catheter system (dcs). The handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Thus, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. A still fluoroscopic loading check image was received which appears to show a good load. Based on the investigation completed there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of these capsule separations is unknown however, it is proposed, based on a review of the complaint information, that patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are potential contributing factors to capsule damage. If information is provided in the future, a supplemental report will be issued.